Event description:
In 2003, pt underwent open left inguinal herniorrhaphy with large bard mesh plug and on lay. Developed erythema and infection. 3 days later sought ed treatment. Readmitted to begin IV antibiotics.

Event description:
Add'l info received from MFR 6/14/03: co is unable to determine what role the mesh might have played in contributing to the pt developing an infection. Co has followed up with the user facility and have requested that they report their investigation results to the co. To date the user facility has not responded to co's request. Co has reviewed their device history record, sterility record and complaint history for this lot of product. There were no discrepancies observed in either the device history or sterility records.